Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient developed striae with inflammation symptoms on the left eye (os) at 5 day post op exam. The patient's chief complaint was it was of blurry vision. A flap lifted and rinse was performed to resolve the issue. On a 10 day post op exam, the patient had developed a potential viral infection and possibly epidemic keratoconjunctivitis (ekc) was noted. On the 10 day post op exam, the patient commented on the blurry vision still present with white spots on the eye and light sensitivity. Pre-op; best corrected visual acuity (bcva) from (B)(4)/2017: right eye pre-op 20/20 .00 x -2.50 x 176, left eye pre-op 20/20 .00 x -2.25 x 3.